Event description:
Field tech was decommissioning neptune units using a bleach cleaning protocol in order to transport the units. It was reported that two hospital employees experienced irritated eyes, sore throat and wheezing from the fumes of the bleach. Both employees were sent to the ER with these symptoms, but it is not known what type of treatment, if any, was provided in the ER.

Manufacturer narrative:
It is possible that the cleaning of the device is what caused the reported symptoms to these two employees, however, the field tech did not experience any of these symptoms.